Event description:
It was reported that patient underwent left hip arthroplasty in 2009. Subsequently, patient suffered a fall and open reduction internal fixation of her left greater trochanter was performed nine days later. The patient continued to experience hip pain and radiographs taken revealed that one of the trochanteric cables fractured. A revision procedure was performed three months later, and the component was removed. No further information has been received to date.

Event description:
It was reported that patient underwent left hip arthroplasty on (B) (6) 2008. Subsequently, patient suffered a fall and open reduction internal fixation of her left greater trochanter was performed on (B) (6) 2008. The patient continued to experience hip pain and radiographs taken revealed that one of the trochanteric cables fractured. A revision procedure was performed on (B) (6) 2009 and the component was removed. No further information has been received to date.

Manufacturer narrative:
Corrected implant date from (B) (6) 2009 to (B) (6) 2008. Brand name - corrected . Catalog # - added. Evaluation of returned device did not identify anything significant. However, it may be concluded based on the time between implantation and revision that the patient had non-union of the bone. These parts are not designed to maintain loading for significant periods of time. They are designed to hold bone fragments in place while healing takes place. If healing does not take place, parts may experience fatigue failure.

Manufacturer narrative:
User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. Upon receipt, device will be evaluated, and a follow up report will be forwarded to the FDA. Product identification needed to review device history records was unavailable. Current information is insufficient to permit a conclusion as to the cause of the event.